Event description:
On oct 12, 2009, a boston scientific corp employee became aware of an article, "accuracy of percutaneous core biopsy in management of small renal masses" by rou wang, et.al. Published in urology 73: 586-590, 2009. The following info was derived from this article: an asap biopsy device was used during a percutaneous core biopsy of the renal mass. According to the article, the "pt was noted to be hypotensive after the procedure, and was resuscitated with fluids, but required no further intervention." Attempts have been unsuccessful to obtain additional info. This report is for one of two devices. Refer to report # 3005099803-2009-05291 for a description of the second device.

Manufacturer narrative:
The complaint was unable to provide the suspect device model number or lot number; therefore, the device MFR and expiration dates are unk.